Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 828-083, 510k # k880215 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Films were supplied for review which found: multiple ap and lateral x-rays of thoracolumbar and lumbar spine. Sublaminar wires from previous fusion noted through mid-thoracic spine with rods removed. New construct with pedicle screws at t9-t10-t11-t12-l3-l4 and hooks below l4. Long span at crosslink above l3 noted to have broken rod.

Event description:
It was reported that the patient underwent a posterior fixation surgical procedure at t9-l4 with bone grafting via anterior approach. It was reported that the left rod broke around l2 and non-union was confirmed. The patient underwent a revision surgery in which some of the screws were replaced and the fixation level was extended to t6. No additional patient complications were reported.